Event description:
Initial surgery date unknown because initial implant was done by another medical facility. Pt implanted with the spine system evolution 6 system. Reported to aesculap that patient had "broken rod" - "removal of re-operation in 2000 to remove system. Pt was re-implanted with a competitor's spinal system.